Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer could not be updated. It was not possible to update the programmer by the software distribution network (sdn), the programmer displayed an error during the update. The software was re-installed and updated to the newest version. It was also determined at analysis that the stylus cursor was jumping away from the stylus position on the screen. The programmer did not start up with both battery chargers, the batteries could not be charged. The left and right rubber pads and e-strip button were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not be updated. It was further reported the programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.